Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had migrated proximally. The closure device sat at the coumadin ridge and not in the laa. The device remained stable, and the physician did not perform any intervention or treatment. The plan is for the patient to have another tee or computed tomography procedure prior to the six (6) month follow up to confirm the closure device stability. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had migrated proximally. The closure device sat at the coumadin ridge and not in the laa. The device remained stable, and the physician did not perform any intervention or treatment. The plan is for the patient to have another tee or computed tomography procedure prior to the six (6) month follow up to confirm the closure device stability. The patient did not experience any complications as a result of this event. It was further reported that the patient has since experienced a cerebral vascular accident. At implant, the device was left in a proximal position, about 1/3-1/2 of a shoulder all the way around on the mitral side and it was below the tip of the coumadin ridge, so no shoulder on that side. Upon additional imaging, there was no clot formation on the device and no leaks. The physician believes that the sub-optimal positioning of the device was the cause of the patient's stroke.